Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found performed a voltage test and unit passed..tested on transmitter functional tester and passed. Performed pairing test with nordic bluetooth device: passed. Performed share log review and no issues were found. The customer's complaint was not confirmed because there was no errors found on the device. The reported event of loss of connection was not confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.